Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, the coil detached during repositioning. The coil was placed by flushing and pushing with the wire. The coil was implanted in the patient and the pusher was disposed of. The procedure was completed with no reported adverse effect on the patient.

Manufacturer narrative:
The product was not returned for evaluation as the device was implanted in the patient. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was implanted in patient.